Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had an itching sensation in the area they inserted the wearable. The patient developed itching, redness, inflammation, a pustule, and an infection at the needle puncture site which spread to the size of the sensor pod. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, tech support contacted the patient to verify her condition. On (B)(6) 2025, the patient visited an urgent care clinic, where the physician removed the sensor, inspected the reaction area, punctured the skin with a needle to drain the pus and fluid, and obtained a culture sample that confirmed sepsis. The patient received a prescription for an oral antibiotic (cephalexin (keflex) 500 mg, to be taken 4 times per day for 7 days) to treat the infection. At the time of the report, the infection had already healed, and she couldn't capture any images while she was experiencing it. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).